Event description:
It was reported that during a stenting procedure in the left internal carotid artery, the rx acculilnk 7-10 x 40 stent was advanced through the vessel with two gentle curves and was deployed with suboptimal results, reported as the stent having waisting due to the amount of stenosis and calcification in the lesion. The stent was post-dilated twice in an attempt to decrease the waisting. The physician then inserted the rx acculink 10.0 x 40 stent, which was advanced in an attempt to open up the heavily calcified lesion but was unable to advance to the desired location due to the curves in the patient anatomy. The device was removed from the patient anatomy without any resistance. The rx acculink 7-1- x 40 stent was dilated a third time which decreased the stenosis to 40 percent which the physician determined was adequate. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Heparin. Embolic protection: emboshield nav6. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.